Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the calcified right common femoral vein using a prostyle device after a diagnostic procedure using a small hole sheath. No imaging was taken prior to prostyle use. Reportedly, when the plunger was pulled out, no suture was attached to the needle. Another prostyle was used with the knot advanced to the vessel wall; however, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.